Manufacturer narrative:
E1:reporting institution phone: (B)(6) reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the touchscreen position was misaligned. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer's unit was evaluated and determined the touchscreen position was misaligned. A calibration was attempted to resolve the issue but was unsuccessful. Repair is currently pending customer approval. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.